Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) unit is leaking water. Not a big leak . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported that the iabp had a water leak. The (fse) was unable to reproduce the issue and reported that the unit had no observable water or residue. The unit passed all functional and safety tests and was returned to customer.